Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 08/25/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery on (B)(6) 2018 during which the surgeon noted the mesh had become detached from the anterior abdominal wall and about 50% of it was hanging within the abdominal cavity and was attached to the small bowel. The mesh protruded into a new hernia or old hernia and the small bowel was wedged in this in a knuckle and despite pushing down the anterior abdominal wall freeing the small bowel was impossible without potential small bowel injury. It was reported that the patient experienced an unknown event. No additional information was provided.